Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: it was presumed that the phenomenon occurred by the following factors. Because of the failure in the pressure sensor and the flow sensor. Affected by patient conditions or connected devices. It was confirmed that 6 years and 5 months have passed since the subject product was delivered.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) informed the customer that troubleshooting could not be performed without a something to simulate a patient cavity to test properly. Tac and the facility¿s biomed verified that the pipeline pressure was fine. Tac suggested that the unit be returned for service. In addition, tac e-mailed the uhi-4 instruction manual to the customer as requested and recommended that the biomed refer to the section regarding led indicators for pipeline or cylinder pressure. Tac suggest a test jig set up using a digital pressure manometer, flowmeter, dpm, insufflation and breathing bag. The biomed stated these steps would be performed and then the facility would follow up to confirm whether or not the issue was resolved. To date tac has made three attempts to contact the customer to confirm if the reported issue was resolved with no result. The unit was no returned to the service center for evaluation. A review of the instrument history found no record of service/repair since the date of purchase on (B)(6) 2014.

Event description:
The user facility reported that the pressure of the insufflation unit was low. The facility¿s biomed noticed that during the automatic smoke evacuation mode there was a drop in cavity pressure with a gas flow rate set at 45. The biomed reported that the unit never seemed to get "up to pressure" if it is set to 15 mmhg the unit hovers around 5 mmhg and is not sure if it is user error. There was no patient injury reported.